Manufacturer narrative:
Product analysis: the product was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged into the ventricle. Severe paravalvular leak (pvl) and unfavorable hemodynamics were noted. Subsequently, an aortic valve replacement (avr) was performed via a surgical approach. It was reported that the native valve was bicuspid and that the anatomy was calcified. The curve of the aortic arch was large. No additional adverse patient effects were reported.